Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 400 mg/dl at the time of incident. The current blood glucose level was 198 mg/dl. Customer stated that there was leak on the infusion set. The product will not return for the analysis.